Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " impotant precautions (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter." (B)(4).

Event description:
It was reported that the foley balloon ruptured during use. The patient allegedly did not seek medical attention due to the closest hospital being 40 miles away. It was unknown whether pieces were missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley balloon ruptured during use. The patient allegedly did not seek medical attention due to the closest hospital being 40 miles away. It was unknown whether pieces were missing.